Manufacturer narrative:
(B)(4). : during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted the emboshield nav6 embolic protection system electronic instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was reported that the emboshield nav6 embolic protection system was being used to treat a popliteal artery. It should be noted that the indication for use listed in the IFU, is for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the cause for the reported difficulties was likely user related.

Event description:
It was reported that the procedure was to treat a popliteal artery off the heavily calcified superficial femoral artery in the right leg. The emboshield nav6 filter was advanced over a non-abbott rotational burr guide wire. Balloon angioplasty was performed successfully. The retrieval catheter was advanced to capture the nav 6 filter to remove it from the anatomy; however, during retraction the retrieval catheter caught on the lip of the introducer sheath. The retrieval catheter was tugged for removal causing the filter to separate from the wire and was left free floating in the anatomy. A snare device was used to successfully capture the separated filter. No adverse patient effects were reported. No additional treatment was required. No additional information was provided.